Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received indicating that only two supera stents were used in this patient. The first supera stent was unable to cross the lesion and the second supera stent ((B)(4)) was implanted and subsequently, was surgically removed. Additionally a user facility medwatch (#(B)(4)) was received stating: "a 5x100 mm transhepatic biliary system stent was deployed into the left superficial femoral artery. Initial angiography indicated good [illegible] of the stenosis from the total occlusion to 10% residual and excellent flow into the anterior tibial and posterior tibial. However, when withdrawing the delivery catheter it was noticed that the sheath pulled back the stent. The tip of the delivery system of the stent got dislodged and caught the stent to the catheter. The catheter/sheath was pulled back into the left superficial femoral artery. Attempts were made by the physician to dislodge the catheter from the stent by using a dilator catheter without success. A vascular surgeon was called and the patient was taken to the or emergently to remove the stent form [sic] the left superficial femoral artery (sfa). The op report reflects that the stent was retained in the sfa, common femoral, which was removed with some disruption of the intima in the proximal sfa.

Event description:
It was reported that a 5x80 mm supera stent was unable to cross the target lesion due to anatomy. Two other supera stents (5x80, 5x100) were used, but the patient went to surgery. The supera stent (5x80) that failed to cross the lesion is not related to the patient going to surgery. Additional event details, including the reason for surgery, are pending. Reportedly, the physician who used the supera stents has not been trained on how to use this device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported tip detachment was confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Overall, the cause for the reported difficulties and subsequent damage to the device appears to be user related. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). Date of event has been estimated. Date of implant has been estimated. Therapy date has been estimated. (B)(4) - operator not trained. The other device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The area was resected and replaced with a segment of vein graft with resulting bounding dorsal and pedal and posterior tibial pulses at the end of the procedure. Manufacturers rep made aware of event and will be speaking to operating physician. Per rep, the device in question was used off label. Per the rep, he did not train this operating physician on the use of this device and suspects the event was due to user error. What was the original intended procedure? S and I abdominal runoff/bilateral iliofemoral-lower extremity. The device is expected to be returned. It has not yet been received. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It should be noted that the supera instruction for use states: this device is intended for use by physicians that have received appropriate training. Based on the reviewed information, no product deficiency was identified.